Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic female patient underwent a breast augmentation revision with mentor memorygel mod-rnd 350cc breast implants which the right side ruptured after implantation and discovered during surgery. As a result patient underwent bilateral removal and replacement as follow: right replaced with catalog number 3503501bc, serial number (B)(4), and left replaced with catalog number 3503501bc, serial number (B)(4) on (B)(6) 2018.

Manufacturer narrative:
Additional information received on 6/30/2018, indicated in the preoperative report that patient had issue with ptosis and symmastia and been corrected. The patient did not experience any accompanying symptoms, was not hospitalized, and has since fully recovered. Device evaluation summary: findings: upon receipt by mentor, the device contained clear gel. No foreign material was observed within the device or on the shell surface. Evaluation of the device revealed a rent measuring approximately 1.0 cm within a crease on the posterior aspect. No other anomalies were observed. The complaint of rupture was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, product evaluation team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. A root cause of the failure could not be determined. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Manufacturer¿s reference number: (B)(4).